Event description:
The lay user/pt contacted int'l affiliate on 01/01/2008 reporting that the one touch ultra2 meter was prompting the apply sample message. The affiliate tried to contact the pt and left the message for the pt to call back. In 2008 at teatime, the pt was not able to test herself on the meter because of the reported meter issue. She felt thirsty and was able to associate her symptom with hyperglycemia. As a result, she took humulin 20 units and mixtard 15 units increasing both by 2 units than her usual dosage. On the next day's morning, she tested on her father's meter and obtained result of 9.3 mmol/l, which was usual for her. The pt did not seek any medical attention. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's testing technique was correct. The test strip was correctly drawing the sample into the test area. The cca walked the pt through the resolving issue, but it was not resolved. It would have been helpful to obtain info about the pt's testing frequency, usual medication dosage and regimen, dosage fixed or based on meter reading pt's condition after taking increased dosage, did the pt eat her meals and medication as usual prior to reported meter issue. The complaint is being reported due to the fact that as the pt alleged she was not able to test herself on the meter, she developed thirst, a symptom suggestive of hyperglycemia, and self-treated herself with increased dosage of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.